Event description:
While reviewing the programming history on (B)(6) 2012 it was observed that on (B)(6) 2009 the generator was at settings of output=1.75ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=3min/magnet output=1.75ma/pulse width=500usec/frequency=30hz. A faulted system diagnostic test occurred which caused the device settings to change to output current= 0 ma/ frequency= 20 hz/ pulse width= 500 usec/on time= 30 sec/off time= 60 min. Prior to the patient leaving the visit only some of the parameters were programmed to intended settings, the patient left at output current= 1.75 ma/ frequency= 20 hz/ pulse width= 500 usec/on time= 30 sec/off time= 60 min/ magnet output=2ma/magnet pulse width=500usec/magnet on time=30sec, the "off" time was not corrected.

Manufacturer narrative:
Analysis of programming history.